Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, and a software investigation was completed. The logs were reviewed, and 2 core files revealed that segmentation faults occurred in libqtcore.so.4. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a cranial resection procedure, the user advanced into the navigate task in the software when the system became unresponsive. The system was rebooted and the issue was resolved. The procedure was completed with the navigation system after a delay of less than one hour. The patient was not impacted.